Event description:
It was reported that a pump has a "display problem."

Manufacturer narrative:
(B)(4). During the device eval, a secondary malfunction was identified that sigma considers to be reportable. This info is obtained by sigma on (B)(4) 2012. The sigma device eval found the #5, #6, #7, #8, #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed 1 (.) Will be displayed). Sigma's engineering investigation is in progress. When completed, a supplemental report will be submitted. The date of event is unk.